Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: germany small parts from sutures detached, residues remain in tissue. Samples will be provided from customer but we are still waiting for the feedback of our sales representative. Batch number will be added as soon as we receive feedback from sales rep/end customer.

Manufacturer narrative:
Samples received: 12 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of this code batch. We manufactured (B)(4) units of this code batch. There are (B)(4) units in our stock. We have received 12 closed samples and 1 open and used sample that shows splitting near the needle-thread attachment. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.20 kgf in average and 1.05 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). Additionally, we have tested the needle attachment of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.51 kgf in average and 1.30 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.